Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, the physician was notified the patient died due to unknown causes. Upon review of the egm, episodes of non-sustained right ventricular oversensing were observed. One episode of vt was recognized by the device and resolved with atp therapy. Decreased sensing and undersensing were observed on the right ventricular (rv) lead. Technical support was contacted and confirmed the device was working according to its programmed parameters. No atrial activity was observed on the egm. The noted undersensing was due to agonal rhythm and therapy was withheld due to the undersensing.